Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As rec'd, the monitor failed incoming testing with associated code 203 - pulse test fault. Upon eval, component q2 (n-channel, surface mount mosfet) on the computer/analog board was defective. The cause of the test failure is the defective component. The root cause of the defective component was unable to be positively identified. No adverse event resulted from the defective q2 component. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed the incoming pulse testing with associated code 203 - pulse test fault. The last pt to use this monitor did not report any deficiencies.